Manufacturer narrative:
The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The psu was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined the root cause was physical damage to the power supply unit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no patient injury reported as a result of this incident.